Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up after inappropriate shock was delivered for non-sustained right ventricular over-sensing. The patient was scheduled for lead revision where transthoracic echocardiogram revealed a small perforation. It was also noted that during inhalation the lead was sensing diaphragmic muscle contractions as opposed to true r-waves. There was also intermittent loss of capture. The lead was successfully repositioned on (B)(6) 2020. The patient was in stable condition.